Event description:
Customer reported that during initial a.m. Assessment at approximately 0830 ,the patient's IV infusions were observed all infusing properly into the patient's right triple lumen hickman, including a continuous bag of cytarabine chemotherapy. At approximately 0950 the patient was ambulatory and noticed something wet on the base of the IV pump. A cut in the IV administration set was visible right below the top blue section of the tubing that went into the top portion of the pump. Approximately 50ml of cytarabine leaked from the IV administration set. Two hour interruption of continuous infusion was reported due to this event. The chemotherapy did not have direct contact with the patient or facility staff. No additional information was available.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer.